Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in atrial fibrillation. It was reported that there might have been a pacer spike monitor or an artifact on the monitor, and the right ventricular (rv) lead exhibited no capture. The rv lead remains in use. No patient complications have been reported as a result of this event.